Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: (B)(4) model: sc-1110-02 serial: (B)(4) batch: 14160124. Product family: scs-linear leads upn: (B)(4) model:sc-2218-50 serial: (B)(4) batch: 17396423. Product family: scs-lead fixation upn: (B)(4) model: sc-4318 serial: n/a batch: 25147030. Product family: scs-extension upn: (B)(4) model:sc-3138-35 serial: (B)(4) batch: 21086451. Product family: scs-extension upn: (B)(4) model:sc-3138-35 serial: (B)(4) batch: 20775464.

Event description:
It was reported that the patients thoracic incision wound dehiscenced over the revision site. The system was explanted and the patient was given oral antibiotics.